Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. Batch #x7047k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har1136 device was returned with the clamp arm detached not returned the device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7047k, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was impossible to remove the trocar: there was a jaws misalignment. No patient consequence reported.